Manufacturer narrative:
Per-(B)(4) final report the affected device was returned for evaluation. The appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. It was found that the finished part associated with this complaint conformed to material and dimensional specification at the time of manufacture and no anomalies were observed on the lot records that would have caused the reported event. Further investigation revealed that repetitive use of paragon calcar mill on the paragon male broach has created weak points across the circumference of the broach's spigot, thus leading to eventual breakage of the spigot during use. Additionally, a corrective and preventive action (CAPA) has already been raised and the broach re-design has been initiated to address the risks associated with the spigot breakage. Based on this investigation, the root cause of this event is product design and this case is now considered closed. The manufacturer will continue to monitor emerging trends related to this failure mode. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During use, the broach broke off while broaching, make it unable to be extracted from the femoral canal as usual. The surgeon had to carve away extra bone to get the broach out.

Event description:
During use, the broach broke off while broaching, make it unable to be extracted from the femoral canal as usual. The surgeon had to carve away extra bone to get the broach out.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.